Event description:
This IV lead was attempted to be implanted on (B)(6) 2012. The md was unable to get the lead in. The procedure took place at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).